Event description:
The device was received for service. During service testing, failure code 570:320:844:0000 was found. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary: the device evaluation was completed and failure code 570:320:844:000 (in event history), found to be due to the depleted (damaged) battery condition, was confirmed. Service installed new batteries and tested the device. A review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Manufacturer narrative:
This report is a duplicate of manufacturer report #6000001-2007-03970. This report (6000001-2007-03942) was opened in error. Everything found in this report can be found in manufacturer report #6000001-2007-03970.